Event description:
A doctor reported poor aspiration during a cataract procedure. The case was completed with an alternate system. There was no harm to the pt.

Manufacturer narrative:
A review of the service report indicates poor aspiration from the system. The company representative examined the system. There were no issues found with the system. The system functioned okay. No service test procedure (stp) was performed. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 related reports for this system. The root cause cannot be determined conclusively. (B)(4).